Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that diagrams 2 boards were off command due to a short circuit. He completed a temporary fix on the system and ordered the replacement parts.